Event description:
Litigation alleges that patient experienced pain, numbness, tightness and skin discoloration, on his right hip. His hip pain continued to worsen considerably and significantly impaired his ability to perform normal daily activities, such as exercising, sitting or lying down on his right side. Additionally, it is alleged that patient has increased metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time.